Event description:
Procedure: laparoscopic cholecystectomy. According to the customer: upon pushing the plunger to let the metal ring move to catch the specimen, a doctor confirmed the distal part of ring had been broken. The surgeon didn't recognize when this happened exactly. Since the bag seemed to have no breakage, it was continuously used to complete the case. No patient harm. The doctor states nothing unusual in his method of use during operations..the additional info was provided as follows: no tissue damage, no anticipated tissue loss. No additional resection. No bleeding. Nothing fell into the cavity. The device could be removed properly from the tissue. No patient info available.

Manufacturer narrative:
(B)(4).